Manufacturer narrative:
Results of investigation: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The hex end of the device fractured off inside the resection guide. The device was manufactured in 2019 and shows signs of extensive use. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.  We consider this investigation closed.

Event description:
It was reported a complaint for the following devices lm/rl tibia resection guide standard and 3.5mm locking hex t-handle result of investigation as concluded that the device shows device fracture. No patient injury or other complications were reported.